Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that within 2 minutes, she obtained blood glucose readings of 18.2 mmol/l on the first contour xt meter and 8.2 mmol/l on another contour xt meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour xt meter with contour next test strips from lot # 9epef07a for evaluation. Since the returned bottle of test strips contained only 3 strips, in-house contour next test strips from lot # 9epef07a were also used for testing. The returned meter was tested with the returned test strips and in-house test strips, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour xt meter and no manufacturing anomalies were found.